Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. In addition, the customer reported a low blood glucose (bg) level of 30mg/dl; the cause was unknown. The customer consumed glucose tablets and spray in order to address low bg. The customer continued to use the pump for insulin therapy. Upon follow up, it was reported the issue was resolved.